Event description:
It was reported that the implanted pacemaker and right ventricular (rv) lead were replaced due to an unspecified issue. The rv lead was capped and remains in the patient. No additional adverse patient effects were reported. Additional information is being requested at this time. Additional information received indicated that the lead was replaced due to a high threshold (2.6 v at 1.0 ms). Initially, the capture threshold wasn't an issue for therapy; however, over time the patient needed a higher percentage of pacing. The pacemaker was electively replaced due to approaching end-of-life. No additional adverse patient effects were reported.

Event description:
It was reported that the implanted pacemaker and right ventricular (rv) lead were replaced due to an unspecified issue. The rv lead was capped and remains in the patient. No additional adverse patient effects were reported. Additional information is being requested at this time.